Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, under infused. It was reported the pump exhibited a high shrill even with the batteries out, the screen went blank, the device would not turn off and the pump stopped infusing 24 hours before scheduled to be completed. No adverse patient effects were reported. No additional information is available at this time.